Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device would not recognize the battery. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device would not recognize the battery. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device would not recognize the battery. After resetting the device, the device was functioning properly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.